Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away 6 years ago. Caller stated that the customer was wearing the insulin pump at the time of death. Caller stated that the customer died due to respiratory failure. The last blood glucose reading recorded in the meter was 11 mg/dl. Nothing further was reported.